Manufacturer narrative:
Initial reporter city: kawagoe city saitama prefecture 3508550. Device evaluated by MFR.: synergy xd mr ous 4.50 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 31.2cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
Reportable based on device analysis completed on 21sep2022. It was reported that shaft kink occurred. The 99% stenosed target lesion was located in the mildly calcified left main trunk. A 4.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube detached/separated.